Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after a lung biopsy performed on (B)(6) 2021 using the subject device in combination with the single use guide sheath kit k-201, the following event occurred. The patient with suspected lung cancer developed a lung abscess at a later date ((B)(6) 2021). After that, the patient has recovered and is doing well. In addition, the user stated the followings. No antibiotics were administered to the patient. No further antibiotics will be administered, and x-rays will be taken a few days after the procedure to check for any abnormalities. The subject device has no abnormality and functioned without any problems after the event. K-201 has been used for ten years, but the occurrence of a lung abscess was the first time, with two cases occurring in the last short term. The facility has determined that the possibility of a causal relationship between the subject device and the reported event was low, such as microbes adhering to the subject device.

Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc could not confirm the manufacture date and the manufacturing history (DHR) of the subject device because the serial number of the subject device was unknown. The exact cause of the reported event could not be conclusively determined. However, based upon the information from the user, omsc considered it unlikely that the reported event was caused by the subject device. If additional information is received, this report will be supplemented.